Manufacturer narrative:
Belt sn (B)(4) was returned and evaluated at the distributor. The reported problem (damaged belt, gong alerts, false asystole events) was confirmed. Upon evaluation of the electrode belt, the latches on the trunk cable connector were damaged, creating an insecure connection with the monitor. The cause of the alerts is the damaged connector on the electrode belt. The root cause of the damaged connectors is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving gong alerts, false asystole events and the belt was damaged.